Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported to philips that a touched position was observed to be out of alignment during periodic maintenance (pm) 2. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Although touchscreen calibration was performed, the phenomenon was not resolved. The following parts were replaced to prevent failure in accordance with the maintenance procedure: lithium-ion battery, pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, tubing kit). The touchscreen was replaced, and the phenomenon was resolved. No other anomaly was observed. Overall checking, cleaning, run testing, and a function test were performed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen issue was found by a philips technician while performing the test 3: controls test during the performance verification test (pvt). This means that the technician was able to perform other tests prior to discovering this failure. Based on this information, the reported issue is no longer reportable.